Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. There was no reported patient injury and the patient is free of infectious diseases. The device was used in a lower extremity stenting, femoral artery blockage. The operator is a professionally trained and mature operator. Additional information was requested but not provided. A non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was depressed while the guard was locked. The plug was partially deployed, and the indicator wire was retracted. A non-cordis sheath was inserted on the received unit. The indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. A dimensional analysis of the delivery shaft's inner diameter was conducted using a pin gauge measurement, and the result was within specification. Per functional analysis, the functional deployment simulation evaluation could not be performed, as the unit was received with the deployment lever already depressed and could not be reset. It was verified that the indicator spring was pushing the lock-out plate back, and no anomalies were observed. Per microscopic analysis, a high magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were observed. Additionally, the received sheath was confirmed to be the adequate size for use with the received unit. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was observed as the plug was partially deployed with the deployment button fully depressed, indicating a ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ occurred. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to deploy the plug from the device reported. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal components, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. There was no reported patient injury and the patient is free of infectious diseases. The device was used in a lower extremity stenting, femoral artery blockage. The operator is a professionally trained and mature operator. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.